Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, while using the merlin programmer as pacing support; the programmer exhibited loss of output and software lockout. The patient had a slow ventricular escape rhythm; no further action was needed. There were no consequences to the patient due to the event. The programmer was switched off and restarted again and was working normally. The patient was fine prior and post procedure.